Event description:
During pt use, it was reported that the device was losing power every ten seconds and the user would turn it back on and observe the same problem each time. The user attempted to replace the installed batteries that showed full charge but the problem persisted. The pt was having ventricular tachycardia (vt) and bigeminal pvcs periodically during the event but was reported to be in a stable condition. The health care provider stated that the device use did not have adverse effect on patient since cardioversion or defibrillation treatment was not required. There were no further details on the event and/or pt provided.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.